Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient called back from number registered saying they got the replacement recharger, but all the controller would show is no device found. Patient mentioned the ins has moved, and they already have a call into their doctor's office about that. Agent had patient try to start a recharge session and after entering passive recharge mode reported middle number 27. Agent had patient reposition paddle and patient got up to 77. Patient was then able to start recharging on excellent (controller 70%, implant red). Agent reviewed no device found information with patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was having issues recharging their implanted neurostimulator and the issue began about a week ago. Patient stated they were getting strange messages on the controller such as can't find device and set it to the highest number wait 10 mins. Patient mentioned the messages would come and go. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack contacts and controller port. Patient mentioned the recharger cord would get kinked close to the paddle and they will have to straighten out the recharger cord. Patient mentioned this was happening with the recharger cord as long as they had got this cord and was over a year ago. Agent instructed patient to clean recharger pins and controller port then start a charge session. Controller shows looking for device. Agent asked if the solid part of the paddle was over the implant and patient mentioned they can't get recharger in position because the can't use their right arm over their back. Patient mentioned they had their right shoulder recently replaced and will call back with help to further troubleshoot. The pt called back with spouse to help. Pt repeated information reported in the original call note. Pt stated that she used to be able to feel the ins more but r ecently she is not able to feel the ins as much. Pss suggested that pt have the ins checked if the replacement recharger (rtm) cord does not resolve the issue. Email sent to repair for the rtm cord.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient met with their healthcare provider (hcp) and the implantable neurostimulator (ins) was way over the right hip. The hcp swore that's where they put it and it can't move. The pt knows it has always been mid-way between their right hip and spine. They learned not to disagree with the hcp.